Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 188 mg/dl, 104 mg/dl, 88 mg/dl, and 190 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.